Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, it was detached when the operation of pulling it out from the tissue in the usual way because the suture of the control release needle was detached so easily. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil packet, one winding former with eight detached needles and two dispensed sutures were received for analysis. Product code vcpb841d which is a control release and requires eight strands per packet. During the visual assessment of the detached needles, the swage and attachment area were as expected. Marks on the body needles that appear to be by a surgical instrument could be observed. The barrel holes of the needles were examined with magnification, and no suture remnant was noted. The sutures were examined, and on one of the extremes, a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.